Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the top case was chipped and cracked. The bottom case was damaged. During the functional testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure for the check clutch error in history. No product information has been provided to date.

Event description:
It was reported that there was an alarms check clutch. No patient injury was reported.